Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the malfunction. The device's main board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.